Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported that the patient went to the emergency room (ER) two days post implant. The pacemaker presented with no capture at maximum output, in both unipolar and bipolar. The device was explanted and replaced. No patient complications were reported as a result of this event. Follow-up conducted revealed that an x-ray showed the lead had dislodged. The device was working appropriately. The patient had been placed on an external pacemaker and the lead was revised a few days later. The device and lead remain in use. The patient recovered in intensive care and no further patient complications have been reported as a result of this event.